Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set and cartridge. The customer's blood glucose level was impacted and was addressed with a correction bolus from the pump. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer had used the cartridge for 4 days.